Event description:
It was reported that the patient required right ventricular assist device (rvad) support the evening after left ventricular assist device (lvad) implant. Escalation of inotropic support was also needed. It was communicated that the patient had a history of mild right heart failure prior to lvad implant. The patient returned to the operating room the night of (B)(6) 2022 for chest wash out. The patient was tamponading due to post-operative bleeding inside the mediastinum. On (B)(6) 2022, the patient was stable and began weaning off rvad and ventilation support. The patient was to be continually monitored for supportive needs.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, bleeding, and pericardial fluid collection as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient passed away following withdrawal of care. Attempts to wean rvad caused the patient to develop ventricular tachycardia (vt), requiring shocks. An ablation was performed in an attempt to control the vt and allow for weaning of the rvad. The night after the ablation, the patient went into vt again, requiring additional shocks. The patient was hypotensive and reduction in flows on both the rvad and lvad were observed, resulting in low flow alarms. The patient was intubated and sedated during the arrhythmias so no other symptoms were observed. The patient's family decided to withdraw care at this time. The patient did not have a history of arrhythmia and it was suspected that it could have been a complication from the lvad surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events and patient's outcome could not be conclusively determined through this evaluation. It was reported that hm3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02aug2022. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including, right heart failure, bleeding, pericardial fluid collection, cardiac arrhythmia, and death that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.